Manufacturer narrative:
There was no death associated with the inappropriate defibrillation event. The patient's equipment was exchanged prior to the final five shocks. The equipment associated with the first 16 shocks is monitor sn (B)(4) and belt sn (B)(4). The equipment associated with the final 5 shocks is monitor sn (B)(4) and belt sn (B)(4). Belt sn (B)(4) and belt sn (B)(4) have not yet been recovered. Monitor sn (B)(4) and monitor sn (B)(4) were returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the event.. During the incoming functional testing of the monitor, a 1 hz simulated normal sinus rhythm signal was applied to the device, followed by a 5 hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5 hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Device manufacture date: monitor sn (B)(4): 08/12/2015, monitor sn (B)(4): 05/03/2013, belt sn (B)(4): 05/17/2012, belt sn (B)(4): 01/16/2015. The investigation into the event concludes that there was no device malfunction. A cause and effect analysis was conducted using all of the available information which includes the incident report, device evaluation, software flag files, and ECG strips. The primary cause of both inappropriate shock events was improper response button use by the patient during the false detection, prior to shock delivery. The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detection was svt exceeding the programmed rate threshold. The rapid rate satisfied the rate detector of the detection algorithm. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial g960083 (0.69% per patient-month with 90% confidence). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event, consisting of twenty shocks while in the ICU. Amidst the inappropriate shock event, there was one appropriate shock during vt. Svt contributed to the false detections. Review of the download data indicates that the response buttons were not pressed during the event. The patient remained in the ICU and continued use of the lifevest.

Manufacturer narrative:
Additional information / device evaluation 11/30/2017. In a letter dated november 2, 2017, FDA requested additional information regarding this MDR 3008642652-2017-07558. Device evaluations of belt sn 59035032 and belt sn (B)(4) have been completed. Both electrode belts were returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included download data review and incoming functional testing. During the incoming functional testing, the ECG acquisition and pulse delivery circuitry were verified.

Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event, consisting of twenty shocks while in the ICU. Amidst the inappropriate shock event, there was one appropriate shock during vt. Svt contributed to the false detections. Review of the download data indicates that the response buttons were not pressed during the event. The patient remained in the ICU and continued use of the lifevest.